Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed full-height cubie drawer that would not open. The drawer was tested using hardware test application, and it did not open while showing as open in hardware test application. A field service engineer had removed the drawer and checked the inseparable latch, finding that the magnet was missing from the latch. The engineer removed and replaced the inseparable latch and reinstalled the drawer in the station. Upon reboot, the drawer became operational and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was failing. Reportedly the drawer could not be recovered, and the drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.